Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to duplicate the customer's reported issue during testing and evaluation. The service technician stated the unit's amps were at 22 cmh2o and it dropped down to 12 cmh2o. When the amplitude dropped, the service technician noted the ddi display had shifted over towards the right. The service technician re-centered the piston and the amplitude went back up to 22 cmh2o. A few minutes later, the amplitude dropped again to 12 cmh2o and the ddi was off center again but towards the left. The service technician will replace the ddi board to address the customer's reported issue. As a precaution, the power module will be replaced as well if the issue persists.

Event description:
It was reported to vyaire medical that the unit had an issue while in use on a patient. The customer stated that the unit was running on an amplitude of 22 cmh2o when it suddenly dropped to 12 cmh2o. The patient was placed on a backup unit with no harm reported.